Event description:
The reporter stated the surgeon inserted a micl 12.6mm implantable collamer lens on (B) (6) 2010. The lens was partially in the eye when the lens became stuck in the injector. The lens was not completely inserted. The lens was removed with no injury to the pt. Lens was damaged.

Manufacturer narrative:
(B) (4). Lens work order search. Results: a lens work order search was performed and no similar complaints were found within the same work order. (B) (4).